Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in the operating room for pulse generator upgrade. During the procedure, the right ventricular lead exhibited high lead impedance. The lead was removed and replaced.